Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley placed at beginning of surgery and during surgery, 40ml was irrigated from bladder. Attempted to irrigate additional fluid ,but foley fell out of the bladder. The tip of the foley was not intact at the end of surgery. The doctor of medicine performed a cystoscopy and pulled the pieces of rubber of the foley out of the bladder.

Event description:
It was reported that the foley was placed at the beginning of the surgery. It was noted that during the surgery 40 ml of baby formula was irrigated into the foley into the bladder. The user attempted to irrigate the additional fluid but the foley fell out of the bladder. The tip of the foley was not intact at the end of the surgery. The doctor performed a cystoscopy and pulled the pieces of the foley rubber out of the bladder.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation observed that the catheter sac was fully detached from the catheter. The detached piece was returned for evaluation. The exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to overinflated sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Recommended inflation capacities: 3cc balloon: use 5 cc sterile water. 5cc balloon: use 10 cc sterile water. 30cc balloon: use 35 cc sterile water. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.